Event description:
It was reported that the 9800 systems automatic brightness and contrast levels are not working properly. Physician had to manually adjust to see image. Cases were continued and there was no report of pt injury.

Manufacturer narrative:
No add'l info at this time. When add'l info is provided, it will be reported as required.